Manufacturer narrative:
Based on the information provided, it is indeterminable as to what caused or contributed to the bleeding experienced by the patient. A follow-up MDR will be submitted if any additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient allegedly experienced bleeding. The surgeon reportedly converted the da vinci-assisted surgical procedure to open surgery in order to control the bleeding. However, at this time, the root cause of the intra-operative complication is unknown. There was no report of any malfunction of the da vinci surgical system, instruments or accessories. There was also no allegation that the da vinci surgical system, instruments or accessories caused or contributed to the patient's intra-operative complication.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the surgeon encountered bleeding and made the decision to convert and complete the procedure as a traditional open surgical procedure. Intuitive surgical, inc. Followed up with the isi clinical sales representative and obtained the following additional information: the csr stated that the bleeding was encountered while the surgeon was using an endowrist vessel sealer instrument on the inferior mesentery artery (ima). The bedside assist attempted to control the bleeding using a unspecified laparoscopic instrument through the port assist. However, the bleeding could not be controlled and at that time, the surgeon converted to an open surgical procedure. The csr was not able to quantify how much bleeding was encountered and did not know if blood transfusions were administered. The csr did not have any information regarding tissue integrity or if there was any tension on the tissue while using the endowrist vessel sealer instrument. The csr did not recall if the system generated any errors or audible tones during the sealing cycle. The csr stated that there was no report of any malfunction of the da vinci surgical system, instruments or accessories. There was also no allegation that the da vinci surgical system, instruments or an accessories caused or contributed to the patient's intra-operative complication.